Event description:
The customer reported a ventilator was giving an alarm they could not clear during clinical use. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer reviewed the event log and customer noted a string of rate alarms and also a number of volume setting changes right before that. The rse advised the customer to verify operation of the vent by performing a full pvt and addressing any issues found. Moreover, further information regarding the repair was requested from the customer. No response no response was received.